Event description:
Baxter india reports 20 pts noted to have clotted dialyzers over a period of 1 month. In this time; six pts were diagnosed with septicemia. Eight additional pts developed a rise in temperature yet did not have a positive blood culture. No additional details as to the specific blood culture results are available. All six pts diagnosed with septicemia required hospitalization and antibiotic therapy. Two of the six pts expired. Reports indicate that the indian physician believes the clotted dizlyzers may be related to the septicemia reports. No additional info is available regarding the customer's heparinization protocol. All dialyzers are reused; the customer reported a decrease in the average reuse number from 10 to 2 since there reports were initiated. The customer also reports 3 - 4 blood leaks noted during pt treatment; the customer is not relating the blood leaks to any events of septicemia. The dialysis water was tested and found to be within normal limits; no additional details as to the specific results are available.